Event description:
In 2009, the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high compared to her usual readings. She also reported a hypoglycemic event. Lifescan conducted a follow-up call with the pt three days later, to obtain/confirm the following info. Five days prior, the pt obtained "9.7 and 10.4 mmol/l" (175 and 187 mg/dl) meter readings, obtained within a minute (8:17 and 8:18 am, respectively). She claimed that these readings were higher than usual (usual readings are approximately 5.6 mmol/l) but admitted she was "cheating a little on her holiday". The pt then took 6 units of nph at that time based on the meter result and her usual dosage. There were no reports of the pt having any symptoms at the time of these tests. Later the same day around 4 pm, she boarded on the plane and fell asleep. At an unspecified time, the pt woke up from a nightmare and felt funny and strange. The pt thought she was having a "low" so she drank some sugared orange juice. Five minutes after drinking the juice (6 pm that evening), she tested and got "19.7 mmol/l" (355 mg/dl). She claimed that this result was higher than usual (usual readings are at dinnertime is under 10.0 mmol/l) but did not retest. The pt then took 6 units of nph at that time based on the meter result and her usual dosage. At an unspecified time, she ate dinner. At 7:59 pm the same day, the pt got "22.0 mmol/l" (396 mg/dl) and then took insulin. She initially reported taking 10 units of insulin of nph but later realized that she actually took humalog. She indicated that she took humalog (unspecified dose) based on the meter reading and wanting to "resolve it quickly". She indicated that this action was unusual for her. At 12:37 am later that night, the pt woke up feeling "low". She was having difficulty sleeping and sweating. She tested on her meter, got a result around 3.0 or 4.0 mmol/l (around 54 or 72 mg/dl), and ate "some sugar pills". The next day at 8:17 am, the pt tested back to back and got "6.6 mmol/l" (119 mg/dl). No other blood glucose results, symptoms, or other forms of treatment were reported. The customer service representative (csr) went through troubleshooting with the pt and noted that the control solution test was within range. The results that were obtained within 20 minutes of each other all met lifescan's precision criteria and the control solution test was within range. However, this complaint is being reported because the pt allegedly became hypoglycemic about 4.5 hours after taking humalog insulin according to a "22.0 mmol/l" result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.